Event description:
Received a report from a consumer's mother indicating she sought a medical examination for the pt after she removed a tampon pledget and it appeared smaller than it should have been. Consumer's mother indicated the dr removed the remaining part of the tampon pledget.